Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in the USA during patient treatment. It was reported that pressure issues occurred. The hls set was not replaced during treatment. No harm to any person has been reported. As a pressure reading issue can lead to a pump stop, if the intervention is set by the user a report is required. Complaint ID # (B)(4).